Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information reporting that during use of this bio-cal 370 heater/cooler instrument intermittent add water alarms occurred. There were no resulting adverse patient effect reported. Product return is not expected because the biomed requested servicing information from technical support via telephone. Depot technical service personnel suggested the biomed clean the level sensor. Nothing further was requested by the customer. Additional information was later received indicating that bleach is recirculated in the instrument as part of the customer¿s cleaning protocol. Per the IFU, corrosive agents should not be used to clean the biocal.

Manufacturer narrative:
Medtronic's investigation has determined that the hospital is using bleach as a cleaning agent as part of their cleaning protocol. The operator's manual for the 370 bio cal recommends the use of a non-corrosive chemical such as a glutaraldehyde-type of solution and not chlorinated bleaches. The facility's cleaning protocol does not follow the recommendations of the operator's manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.